Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo: batch (B)(4). Sample (B)(4). Sci- neg result- visually negative. Scii- neg result- visually negative. Sciii- neg result- visually positive (k+,k+) donor (B)(6). Control well resulted as expected. Visually the sample that resulted as negative has a visually positive appearance in the sciii which is k+ however it is much weaker than the 3+ that was produced with the same sample using different lots of reagents pi lab confirmed the reactivity of the k antigen on cell 3 of retention capture-r ready screen (3) plates lot r648 in manual capture using retention capture-r indicator cells lot 221471 with retention anti-k lot qc #1 diluted 1:128. Controls performed as expected and cell 3 (donor (B)(6)) was positive as expected. Retention product performed as expected

Event description:
A customer reported an unexpected negative antibody screen when testing a patient sample with capture-r ready-screen 3 (crrs3) on a galileo echo instrument. The patient has a history of anti-k.